Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprostheses instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018 patient underwent treatment of a thoracic aortic aneurysm, maximum aortic diameter 52.5mm, zone 2, with two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 a CT revealed a type ii endoleak. The maximum aortic diameter was 59.1mm. On (B)(6) 2018 a reintervention occurred whereby a second ctag device was implanted and several embolization plugs were placed in the false lumen. On (B)(6) 2018 a CT revealed a type ii endoleak to be associated with the ctag device. The maximum aortic diameter was 60.5mm the event is ongoing.